Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery out limit. The situation after the replacement insulin pump did not improve. The insulin pump switched off by itself while dispensing. Customer's blood glucose level was not reported. The inside of the battery compartment had blue oxidation. The device was not returned.